Event description:
Per information provided: (B)(6) 2010 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of dulex mesh (device 1). Per op notes, "a dulex mesh (device 1) was tacked down to the fascia." (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of two bard flat mesh (device 2 and device 3). Per op notes, "two bard flat meshes (device 2 and 3) were placed to the abdominal wall using prolene sutures. A dulex mesh (device 1) was exposed." (B)(6) 2018 - patient was diagnosed with infected abdominal wall mesh thereby underwent repair with removal of mesh (device 1, 2 and 3). Per op notes, "the underlying viscera was densely adherent to it. The mesh (device 1, 2 and 3) were removed."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2016) is considered to be a best estimate. This emdr represents the bard flat mesh (device 3). Additional supplemental emdr's were submitted to represent the mesh ¿ dulex (device 1) and bard flat mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.